Event description:
It was reported that the customer was ready to eat, and before she ate the meal, the customer collapsed. It was stated that the customer's husband called helpline as the paramedics took the battery out from the insulin pump to stop delivering more insulin. After reviewing the programming on the insulin pump, advised the husband to call us anytime for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.